Event description:
Follow-up information revealed the pain at the ipg pocket site was not caused by the ipg and the patient is no longer experiencing pain at the new site.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site since implant. The patient stated she also experienced pain when the scs system was turned off. As such, the patient underwent surgical intervention wherein the ipg site was relocated. In addition, the physician elected to explant and replace the device with a new one.